Event description:
It was reported that during a laparoscopic sigma procedure, the active blade tip broke off, another device of the same product code was used to complete the procedure. There was no patient consequence.